Manufacturer narrative:
A battelle critical care decontamination system ccdstm site worker had a positive diagnostic test result for sars-cov-2. The worker reported symptoms of fever, cough, sore throat, nasal congestion, headache, chills, body aches, fatigue. The battelle ccds site worker wore personal protective equipment (ppe) level 4 fully encapsulated protective suit with positive pressure and self-contained breathing apparatus while handling contaminated n95 respirators. Therefore, the ccds site worker's infection is not being attributed to the battelle critical care decontamination system ccds. The ccds is used in the decontamination of compatible n95 respirators to prevent exposure to pathogenic biological airborne particulates. Because the battelle ccds site worker is required, pursuant to battelle's standard operating procedures, to wear ppe level 4 fully encapsuled protective suit with positive pressure and self-contained breathing apparatus while handling contaminated n95 respirators, the site worker was not wearing a n95 respirator that had been reprocessed under the FDA's emergency use authorization (eua) approved march 29, 2020, and revised and reissued on june 6, 2020. Battelle is submitting this report because the terms of the ccds eua as interpreted by FDA require reporting of infections and potential infection of battelle personnel involved in the use of battelle decontamination system. Battelle is not aware of information to suggest the ccds or a n95 respirator handled during the decontamination process may have caused or contributed to the ccds site worker's infection.

Event description:
A battelle critical care decontamination system ccds site worker had a positive diagnostic test result for sars-cov-2. The worker reported symptoms of fever, cough, sore throat, nasal congestion, headache, chills, body aches, fatigue. The battelle ccds site worker wore personal protective equipment (ppe) level 4 fully encapsulated protective suit with positive pressure and self-contained breathing apparatus while handling contaminated n95 respirators. Therefore, the ccds site worker's infection is not being attributed to the battelle critical care decontamination system ccds.